Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, the device migrated into the anterior chamber slightly. The patient is experiencing a small myopic shift. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of stent migrated into the anterior chamber by a small amount and a small myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided for a detailed evaluation of the case. There is no mention of device system failure. It is most likely that low intraocular pressure (iop) was the reason for anterior chamber shallowing. Anterior chamber (ac) shallowing may have resulted in a transient forward iol movement, which would have caused a slight myopic shift. Ac shallowing may also have changed the relationship of the device to ac angle landmarks, this creating the perception of device movement. Possible root causes are that postoperative hypotony (low iop) and ac shallowing are established risks associated with use of the device system that are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).